Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by cloudy effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin for two weeks (dose, route, and frequency not reported) and ciproxin for two weeks (dose, route, and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain, cloudy effluent and nausea. The cause of peritonitis was unknown. The same day, as onset the patient began treatment with intraperitoneal vancomycin (on day 1 and day 5 and every three days for two weeks ) and oral ciproxin (500 mg, twice a day for fourteen days and then decreased to 250 mg twice a day for nine days). Should additional relevant information become available, a supplemental report will be submitted.